Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a low anterior resection procedure, air leaked and the boo sound kept being heard after removing forceps from the devices. When a forceps inserted into the device, boo sound was not heard; another device was used to complete the case. There were no adverse consequences to the patient.